Event description:
It was reported that the patient presented for a routine generator change. Prior to the procedure, it was noted that the right atrial lead exhibited high capture threshold and high pacing impedance. No intervention was performed. The patient was stable.